Event description:
The biomedical engineer (bme) reported that bedside monitor (bsm) was discharging patients on its own. They had replaced the monitor with another one, which did not resolve the issue. The customer believed it was a network / hl7 issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that bedside monitor (bsm) was discharging patients on its own. They had replaced the monitor with another one, which did not resolve the issue. The customer believed it was a network / hl7 issue. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) reached out to clinical (cits) who was able to determine that the spontaneous discharge was not happening. The infrared sensors on the bsm monitors were being "used" by something in the range of the sensors, causing a "next case" icon to show up on the screen. Nk ts advised the customer to cover the sensors on the bsm and report back the results. They reported back that no issues had occurred since covering the sensors. The root cause is determined to be machine (infrared sensor on the bsm monitor) and environment (interference in the room). A review of the serial number history shows no recurrence of the reported issue. Admitting patients and inputting their information can be done on the local bsm as long as the previous patient has been discharged through the "discharging a patient" section. Attention should be given to patient type as this parameter dictates the qrs detection type as well as the alarm settings. Date and time settings on the monitor should be observed to ensure correctness. If they are not correct, failure modes may occur for all stored data reflecting incorrect date/time on the printouts. Time zone and unit settings should also be matched on both the bsm and cnss, or communication errors may occur.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that bedside monitor (bsm) was discharging patients on its own. They had replaced the monitor with another one, which did not resolve the issue. The customer believed it was a network / hl7 issue. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) reached out to clinical (cits) who was able to determine that the spontaneous discharge was not happening. The infrared sensors on the bsm monitors were being "used" by something in the range of the sensors, causing a "next case" icon to show up on the screen. Nk ts advised the customer to cover the sensors on the bsm and report back the results. They reported back that no issues had occurred since covering the sensors. With the information available, a root cause cannot be determined. A review of the serial number history shows no recurrence of the reported issue. It is possible the recommended action from nk ts resolved the issue, however there is no evidence of a malfunction of the bsm device. It is worth noting, that during troubleshooting one of the staff accidentally selected "next case" which could cause it to discharge; suggesting there is no malfunction with the device. Admitting patients and inputting their information can be done on the local bsm as long as the previous patient has been discharged through the "discharging a patient" section. Attention should be given to patient type as this parameter dictates the qrs detection type as well as the alarm settings. Date and time settings on the monitor should be observed to ensure correctness. If they are not correct, failure modes may occur for all stored data reflecting incorrect date/time on the printouts. Time zone and unit settings should also be matched on both the bsm and cnss, or communication errors may occur.

Event description:
The biomedical engineer (bme) reported that bedside monitor (bsm) was discharging patients on its own. They had replaced the monitor with another one, which did not resolve the issue. The customer believed it was a network / hl7 issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that bedside monitor (bsm) is discharging patients on its own. They have replaced the monitor with another one; and even on that one, it will still discharge the patients on its own. Customer believes it is a network / hl7 issue. In the past when they have had issues like this, they have resolved the issues with the bridge team although they have enterprise gateway (eg) in a 4 hour period of using the bedside, it discharged a patient 5 times, they have had to manually admit the patient each time to get them back on to the monitor. Customer states that this bsm is connected to capsule interface (emr) port, which then connects to the enterprise gateway. Later nihon kohden technical support (tech support) spoke with the system analyst from the customer site on video chat and found that there is something in the room that was actuating the touchscreen in the upper left had corner, which was causing a discharge popup message to appear on the display. Then the discharging happened when the staff confused by the screen popups would select "next case" causing the discharge. Since it is an or room without a network connection, there is no admit on the monitor. The patient data was in the emr for the case and transmitted through the capsule, which is why they never saw a break in data flow. No automatic discharge of the patient confirmed. They put some black tape over the infrared sensor and are going to observe for 24 hours. Also, they calibrated the touchscreens and cleaned the grooves between the bezels and the touchscreen. They reported 5 days later there has no further issues reported since the infrared sensor was covered up. Nihon kohden technical support (tech support) also informed them that they might try changing the channel that the monitor receives on in this room for the remote settings. They stated they would check availability and would contact nk tech support, so that they could assist the customer with this. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that bedside monitor (bsm) is discharging patients on its own. They have replaced the monitor with another one; and even on that one, it will still discharge the patients on its own. Customer believes it is a network / hl7 issue. In the past when they have had issues like this, they have resolved the issues with the bridge team although they have enterprise gateway (eg) . In a 4 hour period of using the bedside, it discharged a patient 5 times, they have had to manually admit the patient each time to get them back on to the monitor. Customer states that this bsm is connected to capsule interface (emr) port, which then connects to the enterprise gateway. Later nihon kohden technical support (tech support) spoke with the system analyst from the customer site on video chat and found that there is something in the room that was actuating the touchscreen in the upper left had corner which was causing a discharge popup message to appear on the display. Then the discharging happened when the staff confused by the screen popups would select "next case" causing the discharge. Since it is an or room without a network connection, there is no admit on the monitor. The patient data was in the emr for the case and transmitted through the capsule, which is why they never saw a break in data flow. No automatic discharge of the patient confirmed. They put some black tape over the infrared sensor and are going to observe for 24 hours. Also, they calibrated the touchscreens and cleaned the grooves between the bezels and the touchscreen. They reported 5 days later there has no further issues reported since the infrared sensor was covered up. Nihon kohden technical support (tech support) also informed them that they might try changing the channel that the monitor receives on in this room for the remote settings. They stated they would check availability, and would contact nk tech support, so that they could assist the customer with this. No patient harm was reported.